Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line error and could not start. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that medium alarm displayed: cannot start pump was recorded in history. During analysis, the reported issue was able to be duplicated. The air detector failed during testing and will be replaced during the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.